Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
During a biopsy of a sclerotized bone lesion of a patient's osilium it was difficult to place the needles into the right position. When unscrewing the needle it broke apart (shear fracture caused by turning the needle) and protruded by less than 1 cm out of the patient. The outstanding part of the needle was then further twisted off with a robust, sterile pair of tongs, but it was impossible to remove it from the bone. At the end of the intervention the part of the broken needle which remained in the patient was relatively even with the bone's surface, thus no further harm to the patient is to be expected.

Manufacturer narrative:
(B)(4). Several components of the oncontrol coaxial kit were received. A visual inspection was performed which confirmed that the coaxial needle was severely damaged and broken. The complaint that the needle was broken was confirmed. The root cause could not be determined based on the available information. The sample has been forwarded to the supplier for further investigation. Any additional information received will be attached to this complaint upon receipt. The complaint that the needle was broken was confirmed. The root cause could not be determined based on the available information. Conclusion - no conclusion code available that could accurately describe that the complaint was confirmed, but the root cause is unknown.

Event description:
During a biopsy of a sclerotized bone lesion of a patient's osilium it was difficult to place the needles into the right position. When unscrewing the needle it broke apart (shear fracture caused by turning the needle) and protruded by less than 1 cm out of the patient. The outstanding part of the needle was then further twisted off with a robust, sterile pair of tongs, but it was impossible to remove it from the bone. At the end of the intervention the part of the broken needle which remained in the patient was relatively even with the bone's surface, thus no further harm to the patient is to be expected.